Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the patient experienced a myocardial infarction (mi) and a threshold change occured due to the effect of the mi on the heart tissue. During the lead repositioning, the physician was "not getting good numbers" however, the lead revision was ultimately successful and the lead remains in use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) with a heart rate in the 30s. The right ventricular lead was not capturing and the threshold was high. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.